Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a hypothermia patient was rewarming on the arctic sun device since 11:23 pm last night. The nurse reported that the patient was not warming, and the water was not as hot as it should be. The patient temperature was 34c, water temperature was 31.9c, flow rate was 3.4lpm, four large plus 2 universal pads were in place and pad coverage was good. It was noted that the patient weight was (B)(6). The nurse stated that the patient started rewarming from 34.4c and rewarm reads to rewarm from 35.7c at 0.25c/hr to 37c. The reservoir level was 5. Mss walked the nurse through draining 500 mls of water from the right drain port, water temperature immediately rose to 35.2c and was increasing and adjusted the device to warm from 34c at 0.25c/hr to 37c. Mss explained how overfill occurs and how it prevents the water temperature from getting as warm as it should be and the device flow rate was good and water was now warming as expected. Per work order update on (B)(6) 2022, rewarm was complete and when nurse arrived the pads were still on the patient, but the device was powered off. The patient should be maintained at 37c still. The esophageal probe was connected to the device, and it reads 36.2c. The foley was connected to the bedside monitor and it reads 100.3f (37.9c). Nurse thought that foley was correct and wanted to change the probes around, but they received an alarm about the temperature being erratic when they attempted to switch them. Mss suggested doing a rectal check to see which probe was accurate. The patient face was flush, but they did not feel warm to the touch and nurse stated that the patient was large and unstable so they could not move the patient to do a rectal check, high resistance 38 and axillary temperature was 99f. Mss explained they could switch the probes as long as the connections are compatible, therapy needed to be stopped first. The therapy stopped, probes changed, therapy resumed. Mss suggested checking placement of the esophageal probe to made sure it was still properly positioned and foley reads 38c on arctic sun device. Mss explained the device would work to cool the patient back to 37c.

Manufacturer narrative:
Upon further review of investigation, it has been determined that this event is not reportable h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a hypothermia patient was rewarming on the arctic sun device since 11:23 pm last night. The nurse reported that the patient was not warming, and the water was not as hot as it should be. The patient temperature was 34c, water temperature was 31.9c, flow rate was 3.4lpm, four large plus 2 universal pads were in place and pad coverage was good. It was noted that the patient weight was 148 kg. The nurse stated that the patient started rewarming from 34.4c and rewarm reads to rewarm from 35.7c at 0.25c/hr to 37c. The reservoir level was 5. Mss walked the nurse through draining 500 mls of water from the right drain port, water temperature immediately rose to 35.2c and was increasing and adjusted the device to warm from 34c at 0.25c/hr to 37c. Mss explained how overfill occurs and how it prevents the water temperature from getting as warm as it should be and the device flow rate was good and water was now warming as expected. Per work order update on 08apr2022, rewarm was complete and when nurse arrived the pads were still on the patient, but the device was powered off. The patient should be maintained at 37c still. The esophageal probe was connected to the device, and it reads 36.2c. The foley was connected to the bedside monitor and it reads 100.3f (37.9c). Nurse thought that foley was correct and wanted to change the probes around, but they received an alarm about the temperature being erratic when they attempted to switch them. Mss suggested doing a rectal check to see which probe was accurate. The patient face was flush, but they did not feel warm to the touch and nurse stated that the patient was large and unstable so they could not move the patient to do a rectal check, high resistance 38 and axillary temperature was 99f. Mss explained they could switch the probes as long as the connections are compatible, therapy needed to be stopped first. The therapy stopped, probes changed, therapy resumed. Mss suggested checking placement of the esophageal probe to made sure it was still properly positioned and foley reads 38c on arctic sun device. Mss explained the device would work to cool the patient back to 37c.